Event description:
A report was received that the patient underwent an explant procedure of the scs system due to discomfort at the ipg site.

Event description:
A report was received that the patient underwent an explant procedure of the scs system due to discomfort at the ipg site.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. Current leakage test verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. The paddle lead was cut during the explant procedure. Furthermore, fractured wires existed on both lead bodies from the paddle tip. Since there was no complaint regarding an impedance anomaly, the damage was considered procedure-related.